Event description:
General report of multiple undocumented incidences of leaking reflux valve. The customer reported that facility have had intermittant occurrences of bleedback and leaking from the valve. In one incident, the clinician started a peripheral IV line, and when the product was attached to it, an unspecified small amount of bleedback occurred which resulted in blood exposure to the clinician. No pt harm was reported.